Event description:
According to the initial information received, a 20mm amplatzer septal occluder (aso) was implanted without complication in a (B)(6), female patient on (B)(6) 2012. Shortly after being released from recovery to her hospital room, the patient became hypotensive and a "code blue" was issued. An emergent echocardiogram was positive for tamponade so pericardiocentesis was performed emergently at her bedside but the patient's condition remained unchanged. Following an emergency cv consult, the patient was sent to the emergency room for exploration and repair. A laceration was noted in the roof of the left atrium and proximal, descending aorta. The aso was explanted and the lacerations were repaired. Following surgery, the patient was transported to the surgical ICU and discharged to a skilled nursing and rehabilitation facility on (B)(6) 2012, with neurological impairment due to anoxia.

Manufacturer narrative:
Our investigation is ongoing. When it is complete, a supplemental report will be submitted.

Manufacturer narrative:
The aso was returned in its original, un-compressed configuration and measurements met dimensional specifications. There was a minimal amount of scattered fibrin deposits with dried fresh blood on the surface of both discs; no tissue ingrowth was noted. All the patches inside the device and the sewing threads were intact and no broken wires were detected. In summary, no abnormalities were found in this returned device. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. This event was reviewed by the st. Jude medical erosion board which confirmed that erosion occurred.